Manufacturer narrative:
The device was not returned to physio-control. The reported issue could not be verified and the cause could not be determined.

Event description:
The customer contacted physio-control to report that their device powered down on its own. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.